Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported issue, although sporadic failure is possible. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - water ingress inside the product - failure of image sensor unit - failure of the board inside the video connector - system malfunction. The event can be detected/prevented by following the instructions for use: ·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. · do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. During the device evaluation, service found the zoom did not operate smoothly due to the malfunction of the zoom mechanism. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob out of specification due to the elongation of the angle wire. A leak was observed in the control section. A leak was observed due to perforations in the universal cord. A leak was observed in the scope connector. The curved rubber adhesive was chipped. There was dirt on the control section that was difficult to remove. Dirt that was difficult to remove was found on the objective lens due to handling (insufficient cleaning). The scope connector contacts are discolored due to handling. The plating on the scope connector contacts was peeling. Scratches were observed on the insertion tube, on the tip cover due, on the switch box due, on the up/down angle fixing lever, on the right/left knob, on the scope connector side of the universal cord, on the right/left angle fixing knob, on the insertion tube boot, on the adjustment ring, on the control section cover, on the grip, and on the scope connector cover, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for evaluation with a report that scope error e315 was displayed. There was no patient or user injury reported.